Event description:
The consumer reported her daughter used the product for approx one hour on her right leg. When the patch was removed, the consumer described redness, a burn and skin removal in two places. No further detail was provided.

Manufacturer narrative:
The consumer used the product off-label by applying the product to a pt. Since this is a disposable single use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.